Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported an 018¿ guide wire was used to deliver the device. It should be noted that the absolute pro vascular self-expanding stent system instructions for use (IFU) states, ¿the absolute pro utilizes a 0.035¿ (0.89 mm) guide wire.¿ it is unknown if the IFU violation contributed to the difficulties. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, calcium was reported which may have contributed to the difficulty to advance, physical resistance, and difficult activation experienced. During the difficult to advance, a kink or deformation to the sheath may have occurred which could contribute to the difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that the procedure performed was to treat a heavily calcified, left superficial femoral artery. The lesion was accessed via the right common femoral artery. During advancement of the 7.0x100mm absolute pro vascular self-expanding stent (ses) over a 0.018" guidewire, resistance was noted due to anatomy. Once at the lesion, resistance was met with the thumbwheel; however, the absolute pro vascular ses was ultimately deployed. It was also reported the jade balloon burst due to calcium. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.